Event description:
It was reported "dr. (B)(6) brought to my attention a double lumen tube that is broken at the bronchial sided the y connector. It was noticed after the patient had been successfully intubated and placed on agm. There was a leak alarm from agm and this broken piece was the source". No paient injury or harm reported. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. A device history record review was performed and no relevant findings were identified. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported "dr. (B)(6) brought to my attention a double lumen tube that is broken at the bronchial sided the y connector. It was noticed after the patient had been successfully intubated and placed on agm. There was a leak alarm from agm and this broken piece was the source". No patient injury or harm reported. Patient condition unknown at time of report.